Manufacturer narrative:
(B)(4). This customer reported that they were unable to acquire v6 on a 12 lead ECG during a pt event. The involved pt died, but the customer has stated that the 12 lead device behavior had no impact on the pt outcome. A f/u report will be submitted after philips obtains more info about this event.

Event description:
This customer reported that they were unable to acquire v6 on a 12 lead ECG during a pt event. The involved pt died, but the customer has stated that the 12 lead device behavior had no impact on the pt outcome.